Manufacturer narrative:
Unit had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported that the insulin pump's keypad was not responding properly. The customer reported that he was pushed into a lake while wearing the device. Customer confirmed that water was visible under the display. Blood glucose level at the time of the incident was 222 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.